Event description:
The customer's parent reported via phone call that the insulin pump alarmed with a button error after a button kept scrolling uncontrollably. Customer's blood glucose was 175 mg/dl. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response, due to corroded keypad traces. No button error alarm occurred during testing. No unexpected numbers scrolled during testing. The insulin pump was also received with cracked case at the display window corners, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot, cracked reservoir tube window corner and a cracked reservoir tube lip.